Manufacturer narrative:
Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device punctured a hole in her uterus which resulted in a hysterectomy. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the reported perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required (hysterectomy performed). A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5061562) in united states on 10-may-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Essure was placed and punctured a hole in uterus which resulted in a hysterectomy. Event start date was reported as (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device punctured a hole in her uterus which resulted in a hysterectomy. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the reported perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required (hysterectomy performed). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up from 30-aug-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device punctured a hole in her uterus which resulted in a hysterectomy. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the reported perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required (hysterectomy performed). A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Despite follow up attempts, no new information was received.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061562) on 10-may-2016. The most recent information was received on 22-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated and punctured a hole in uterus"), fallopian tube perforation ("perforation (fallopian tube)") and device dislocation ("migration of essure device location:left pelvis / essure was found to be dislodged from the tubes /misplaced essure") in a 43-year-old female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension in 2015, multigravida, parity 2 ((B)(6) 1990; (B)(6) 1993), snoring, rash, pruritus, hematochezia, external hemorrhoids, blood in stool, shoulder pain, high cholesterol, heart murmur, foot surgery, endometrial ablation in 2010, bunionectomy, delivery, spontaneous abortion and hysterectomy in 2002. Concurrent conditions included overweight, vitamin deficiency, back pain, acute bronchitis, chest pain, suprapubic pain, constipation, urinary tract infection, smoker (patient is a current smoker, smokes every day ¿ 15 cigarettes/day), tobacco use disorder, adenomyosis and sleep apnea. Family history included hypertension (father). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2015 for birth control as well as amlodipine besilate (amlodipine besylate) from 2015 to 2017, biotin since 2015, ciprofloxacin since 2015, diazepam (valium) since 2015, fluticasone from 2015 to 2017, hydrocodone since 2015, ibuprofen from 2015 to 2016, ketorolac tromethamine (toradol) since 2015, loratadine from 2015 to 2016, losartan, methocarbamol since 2015, methylprednisolone since 2015, metoprolol tartrate from 2015 to 2017, nicotine from 2015 to 2016, tramadol since 2015 and triamcinolone from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 14 days after insertion of essure, the patient experienced abdominal pain ("severe abdominal pain / cramping / pain / abdominal pain with frequent urination / abdominal pain(constant, moderate)"), pollakiuria ("abdominal pain with frequent urination"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). On (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines / migraines") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation, device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("heavy / prolonged menstruation / menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( (vaginal)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain (frequent ,mild)"), weight increased ("weight gain") and complication of device insertion ("due to lack of visualization on the right side, essure was not done"). The patient was treated with surgery (total laparoscopic hysterectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, nausea, pollakiuria, bladder disorder, urinary tract disorder, alopecia, abdominal pain lower, weight increased and complication of device insertion outcome was unknown and the dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pollakiuria, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient began experiencing abdominal and pelvic pain and was referred for a CT of the abdomen and pelvis with and without contrast on (B)(6) 2015, revealing abnormal location of essure, appearing to have extended to the myometrial wall to the anterior side of the uterus. No essure placed on right d/t lack of visualization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. On (B)(6) 2015, hysterosalpingogram test performed which showed perforation (fallopian tube), migration of essure device. Unable to verify tubal occlusion , area of perforation was not seen. Hsg showed spillage of fluoroscopic fluid into peritoneum. On (B)(6) 2016, CT brain without contrast- showed, the ventricles and cortical sulci appear within normal limits for patient's age. The posterior :fossa is unremarkable. On (B)(6) 2016, bilateral digital screening mammogram showed, the computer- aided detection system was utilized for this study. Impression: there is no mammographic evidence of malignancy in either breast. When patient's previous studies become available from the breast screening center, a supplemental report will be issued. On (B)(6) 2017, screening mammogram with tomosynthesis : breast density: extremely dense fibro glandular tissue, which lowers the sensitivity of mammography. Impression: no mammographic evidence of malignancy. On 15-mar-2015, pregnancy test was negative most recent follow-up information incorporated above includes: on 22-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), nausea, abdominal pain with frequent urination, bladder problem, urinary problem, hair loss, perforation (fallopian tube), lower stomach pain (frequent ,mild), pelvic pain (constant, moderate), weight gain, due to lack of visualization on the right side, essure was not done, migration of essure device location:,, left pelvis / essure was found to be dislodged from the tubes /misplaced essure" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment medication were added. Lab data were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 10-may-2016. The most recent information was received on 18-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated and punctured a hole in uterus"), fallopian tube perforation ("perforation (fallopian tube)") and device dislocation ("migration of essure device location:left pelvis / essure was found to be dislodged from the tubes /misplaced essure") in a 43-year-old female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension in 2015, multigravida, parity 2 ((B)(6) 1990; (B)(6) 1993), snoring, rash, pruritus, hematochezia, external hemorrhoids, blood in stool, shoulder pain, high cholesterol, heart murmur, foot surgery, endometrial ablation in 2010, bunionectomy, delivery, spontaneous abortion and hysterectomy in 2002. Concurrent conditions included overweight, vitamin deficiency, back pain, acute bronchitis, chest pain, suprapubic pain, constipation, urinary tract infection, smoker (patient is a current smoker, smokes every day ¿ 15 cigarettes/day), tobacco use disorder, adenomyosis and sleep apnea. Family history included hypertension (father). Concomitant products included medroxyprogesterone acetate (depo-provera) in 2015 for birth control as well as amlodipine besilate (amlodipine besylate) from 2015 to 2017, biotin since 2015, ciprofloxacin since 2015, diazepam (valium) since 2015, fluticasone from 2015 to 2017, hydrocodone since 2015, ibuprofen from 2015 to 2016, ketorolac tromethamine (toradol) since 2015, loratadine from 2015 to 2016, losartan, methocarbamol since 2015, methylprednisolone since 2015, metoprolol tartrate from 2015 to 2017, nicotine from 2015 to 2016, tramadol since 2015 and triamcinolone from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 14 days after insertion of essure, the patient experienced abdominal pain ("severe abdominal pain / cramping / pain / abdominal pain with frequent urination / abdominal pain(constant, moderate)"), pollakiuria ("abdominal pain with frequent urination"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). On (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines / migraines") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("heavy / prolonged menstruation / menorrhagia") and vaginal haemorrhage ("abnormal bleeding ( (vaginal)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain (frequent ,mild)"), weight increased ("weight gain") and complication of device insertion ("due to lack of visualization on the right side, essure was not done"). The patient was treated with surgery (total laparoscopic hysterectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, nausea, pollakiuria, bladder disorder, urinary tract disorder, alopecia, abdominal pain lower, weight increased and complication of device insertion outcome was unknown and the dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pollakiuria, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient began experiencing abdominal and pelvic pain and was referred for a CT of the abdomen and pelvis with and without contrast on (B)(6) 2015, revealing abnormal location of essure, appearing to have extended to the myometrial wall to the anterior side of the uterus. No essure placed on right d/t lack of visualization diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. On (B)(6) 2015, hysterosalpingogram test performed which showed perforation (fallopian tube), migration of essure device. Unable to verify tubal occlusion , area of perforation was not seen. Hsg showed spillage of fluoroscopic fluid into peritoneum. On (B)(6) 2016, CT brain without contrast- showed, the ventricles and cortical sulci appear within normal limits for patient's age. The posterior :fossa is unremarkable. On (B)(6) 2016, bilateral digital screening mammogram showed, the computer- aided detection system was utilized for this study. Impression: there is no mammographic evidence of malignancy in either breast. When patient's previous studies become available from the breast screening center, a supplemental report will be issued. On (B)(6) 2017, screening mammogram with tomosynthesis : breast density: extremely dense fibro glandular tissue, which lowers the sensitivity of mammography. Impression: no mammographic evidence of malignancy, on (B)(6) 2015, pregnancy test was negative. Unable to verify tubal occulation, area of perforation was not seen. Hsg showed spillage of fluoroscopic fluid into peritoneum . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On (B)(6) 2015, the patient started essure. On (B)(6) 2015, 19 days after starting essure, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), menorrhagia ("heavy / prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping / pain"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy performed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered uterine perforation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 22-dec-2016: legal claim received: indication, date implanted, non-serious events added, date explanted and information about intervention were provided. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and essure coil migrated and punctured a hole in uterus. A total laparoscopic hysterectomy was performed. The reported event is anticipated according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, the event was diagnosed about 19 days after essure insertion. The exact mechanism of the reported perforation was not informed, however given event's nature causality with essure cannot be excluded. This case was considered an incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Upon receipt of follow-up information, this case became legal. Thus, further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.